Manufacturer narrative:
Investigation: samples received: (B)(4) unopened race-packs. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 4,968 units. There are no units in stock in b. Braun surgical's warehouse. We have received (B)(4) closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.98 kgf in average and 2.46 kgf in minimum (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum). Furthermore, degradation test (14 days in sörensen solution at 37ºc) has been conducted with the closed samples received and the results fulfill b. Braun surgical (bbs) requirements 0.40 kgf in minimum: 1.81 kgf in minimum and 1.22 kgf in maximum. These values are in the usual range for this thread and size. As informed in the product instructions for use, in the side effects area "as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. As for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional". Please note that monosyn biocompatibility has been tested according iso 10993 series in numerous experiments and harmless of monosyn was proved. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the thread degradation is slow with swelling and pain. The reporter indicated that the doctor has had several patients with internal sutures that have not absorbed properly after surgery redness, swelling and pain. Mostly after skin cancer surgery one patient has apparently developed a leg ulcer. Additional patient and event details have been requested